Event description:
It was reported by the customer that post implant of a realize band c, the port was not able to be accessed and found to be flipped at the time of the port replacement procedure on (B)(6) 2011. The patient had on fill prior to the port flip. The patient is doing good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.